Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. (Same device as in related (B)(4).) Internal and external inspections were performed and passed. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspected door assembly and found deteriorated piston foam. The cause for the rite failure of failed volume transferred comparison was determined to be the deteriorated piston foam. Scrap piston foam. The device was sent to service. If additional relevant information is received, a follow-up will be submitted.